Event description:
Customer reported that the sensor did not release from the serter. The blood glucose reading was 122 mg/dl. Nothing further was reported.

Manufacturer narrative:
Inspected 1 open/unused sensor and found sensor separated from sensor base.